Event description:
On (B)(6) 2012, patient reported the cartridge leaked insulin into the cartridge compartment of the infusion device. She noticed a "build up of condensation" in the cartridge compartment while the infusion device was in use. She removed the cartridge and saw insulin drip out near the plunger. Patient was advised how to properly insert and remove the cartridge. The infusion set was discarded and will not be returned for evaluation. The infusion device, adapter, and cartridge were replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.